Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of a guidezilla guide extension catheter in 2 pieces. Microscopic examination and tactile inspection revealed kinks at 34cm, 62cm and 63cm from the strain relief. Microscopic examination revealed a complete separation at the collar/proximal shaft bond and damage to the collar. Microscopic examination revealed that the ptfe was pulled out of the collar and was attached to the distal shaft. Microscopic examination presented no damage or irregularities to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 29jun2015. It was reported that a shaft kink occurred. The 75% stenosed target lesion was located in the moderately calcified and moderately tortuous distal left circumflex artery (lcx). While performing a percutaneous coronary intervention using a guidezilla, the shaft kinked at the collar section. The procedure was completed with another of the same device and there were no patient complications reported. The patient status is good. However, device analysis revealed a shaft break.